Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. A patient received 2 appropriate shocks during vt. The patient experienced induced vf/increase rate of vt after the first and third shocks. The patient's second shock converted the induced vf. The patient remained in vt degrading to vf after the third shock. The response buttons were pressed during the event.